Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and dbs therapy indications. It was reported the patient felt a sensation in their hand when they make an adjustment and then it goes away immediately. They have an appointment with the hcp on (B)(6) 2019. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient barely felt stimulation in their hand. The issue resolved in two seconds. No further complications were anticipated.